Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted they expected a higher result for the patient sample. The customer stated the issue was sporadic and occurred on different samples and dates. Siemens is investigating the event. Mdrs 2247117-2022-00029, 2247117-2022-00031, and 2247117-2022-00032 were filed for the same event.

Event description:
The customer obtained a false negative human chorionic gonadotropin (hcg) result (<1.0 miu/ml) on the immulite 2000 xpi instrument with serial number (B)(4), and it is unknown if the customer reported the result to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer noted the repeat result was positive, considered correct, and expected for the patient sample. The customer reported the positive result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the false negative hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00030 on 11-aug-2022. Additional information (15-aug-2022): the customer provided additional information about the patient's gender, history, and reported results. Sections b5, b6, and b7 are updated to reflect the new information. Siemens is investigating the event. Mdrs 2247117-2022-00029_s1, 2247117-2022-00031_s1, and 2247117-2022-00032_s1 were filed for the same event.

Event description:
The customer obtained a false negative human chorionic gonadotropin (hcg) result (<1.0 miu/ml) on the immulite 2000 xpi instrument with serial number (B)(6), and did not report the result to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer noted the repeat result was positive, considered correct, and expected for the patient sample. The customer reported the positive result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the false negative hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00030 on 11-aug-2022. Siemens filed the first supplemental MDR 2247117-2022-00030_s1 on 01-sep-2022. Additional information (30-sep-2022): siemens received additional information regarding the services performed on the immulite 2000 xpi instruments with serial numbers k4721 and k4722. The services included checking the mechanical positions of the pipetting, dual resolution dilutors (drd), angle dispensing of the sample and reagent probes, changing the air filters, verifying the wash speed, and no issue was noted. Siemens is investigating the event. Mdrs 2247117-2022-00029_s2, 2247117-2022-00031_s2, and 2247117-2022-00032_s2 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00030 on 11-aug-2022. Siemens filed the first supplemental MDR 2247117-2022-00030_s1 on 01-sep-2022. Siemens filed the second supplemental MDR 2247117-2022-00030_s2 on 27-oct-2022. Additional information (09-dec-2022): siemens reviewed internal kit release data for lot 470, and all data was within acceptable limits. Siemens provided troubleshooting and maintenance instructions, and the customer performed precision testing, post troubleshooting, with thyroid stimulating hormone (tsh) and human chorionic gonadotropin (hcg) assays. The assays tested the overall instrument performance and included running quality control (qc) and samples. Both tsh and hcg precision were acceptable and within ranges. The operation of the immulite 2000 xpi was acceptable, and the customer did not observe a recurrence. No further evaluation was required.. Section h6 is updated to reflect a new investigation findings and investigation conclusions code. Mdrs 2247117-2022-00029_s3, 2247117-2022-00031_s3, and 2247117-2022-00032_s3 were filed for the same event.